Event description:
It was reported that the insulin pump alarmed no delivery for the third time during the bolus process. Reporter had to go to the hospital on (B)(6) 2014. Blood glucose reading was 419 mg/dl. The reporter has treated with the insulin pump. Troubleshooting was unable to be completed because the reporter was at work. Advised to call back and complete troubleshooting to determine cause for high blood glucose and alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).